Event description:
The customer contact reported the device did not deliver a dose when the patient pendant was pressed. The device was returned to the biomedical engineering department with an unsigned note that stated, "faulty pendant." No tracking information was provided; therefore specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device did not deliver a dose when the patient pendant was pressed. Though requested, no additional information was provided.

Manufacturer narrative:
Initial testing of the device was conducted at the user facility by the field service engineer on (B)(4) 2013. The patient pendant was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.